Event description:
During the implant procedure as a small tear in the middle of the right posterior leaflet was noticed. The tear repaired with 8-0 prolene using a figure of eight stitch. The device remains implanted. No consequence from the event reported for the pt.